Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00150.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that the patient had poor hips scores at follow up. Aaos score was iii, paprosky score 2b and harris hip score 60,59,60 at 1,2 and 5 years respectively. No further information is available.